Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf128 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asetf128) have been reported from the same facility.

Event description:
It was reported that the patient's needle de-accessed while he was sleeping, not moving. Add info rcvd: (B)(6) 2021. What theyre being treated for: cancer. What type of catheter securement was utilized: mediport dressing. Was there patient harm reported?: mild infiltrate of chemotherapy agent.